Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a device was unable to be interrogated. The device was explanted to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of an interrogation anomaly was confirmed. Upon receipt, communication could not be established between the device and the programmer due to the depleted battery. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The cause of the battery depletion is undetermined.